Manufacturer narrative:
Siemens has completed an investigation of the reported event. The root cause was determined to be a user error. The c-arm orbital movement became unavailable due to a damaged plastic coating at the timing belt. The orbital drive belt is built in a way that there is steel core consisting of 10 individual steel wires. There is a structured plastic surface to drive a cogwheel but also covering the steel core. If the plastic surface breaks this does not automatically lead to the break of the steel core. The inspection of broken plastic surfaces of the timing belts is subject to the regular maintenance program and damaged drive belts are to be identified and changed by local service. The relevant technical cause investigation was performed by technical experts using the information available (photos and information from the technician on site) and investigation of returned parts in the material lab and by the supplier. The cause could not be determined by just eliminating the non-conformity. A comprehensive root cause investigation would require investigating the described situation in its original environment which is no longer possible after performing on-site troubleshooting activities. The returned c-part has been examined by the supplier. In the damaged area of the belt a decomposition product of the pur degrading process is detectable. This means a chemical degrading of the belt has taken place. Because of the small area damaged it could not be caused by room conditions. It seems to be caused by contact with an aggressive substance which degrades the material of the belt. The most probable situation results out of a cleaning process not in accordance with the IFU and can be determined as individual user error. This is supported by investigation and the knowledge that this customer is using a vaporizer to sanitize the operation room. As the operator manual axa4-100.620.12.03.02 contains adequate instructions about system handling and using of detergent / disinfectant for cleaning the system, no foreseeable misuse resulting from this user error is considered. The affected system has been repaired and returned to normal operation. After detailed investigation, the incident is not classified as a reportable event as neither serious injury, death nor an unexpected prolonged hospitalization of the patient or any other person occurred or could be expected.

Manufacturer narrative:
Siemens is conducting a thorough investigation of the reported events. As this event is under investigation, a root cause has not yet been determined. A supplement report will be filed upon completion of the investigation.

Event description:
It was reported to siemens that a belt of the c-arm on the artis zee biplane was missing some teeth. Siemens is unaware of any impact to the state of health of the patient involved. Siemens has requested additional information in order to conduct an investigation of the reported event. The reported event occurred in (B)(6).